Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. The customer states that back end adaptors of the catheters are cracking. Patient decided to stop dialysis treatment and 5 days later, the patient expired with the catheter in place.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.